Manufacturer narrative:
Patient information was not available. A medtronic representative went to the site to the site to test the equipment. The cmos battery failure caused bios to reset. Replaced cmos battery and set up all the bios settings. Reloaded the software as the application on the mvs wouldn't start up. Successful system checkout performed. The system is ready for use. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that, while in a spinal fusion case, the o-arm mvs would not boot. The use of medtronic imaging was discontinued due to this issue. The procedure was completed successfully with a c-arm after a delay of less than 1 hour. The patient was not affected.